Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for a generator change, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient will continue to be monitored up with routine follow-up.